Event description:
It was reported that the remote monitor did not perform a carealert transmission when the implanted device alerted due to right ventricular (rv) lead impedance out of range/high impedance. The patient sent a manual transmission when the patient alert triggered. Review of the event indicated the patient was in a non-sustained ventricular tachycardia (vt), and the carealert could not be processed due to the non-sustained vt in progress. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.